Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the reported issue was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: complete establishment name: (B)(6) the device was returned and evaluated, and the customer¿s allegation was confirmed due to internal board failure; internal board needed replacement. Additional findings include the following: screws were worn out and needed replacement. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the high definition lcd monitor screen disappeared during inspection. There were no reports of patient injury or medical intervention associated with this event.